Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was with cloverleaf. A technical support specialist confirmed that the issue was resolved by the cloverleaf team. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, all stations were in critical override, which significantly restricted nurses from locating patients and accessing the medications required for operating room patients. The customer stated that the malfunction occurred when user trying to issue medication for the patient because the patients were not coming so all stations were affected. There were no adverse events or injuries reported based on this event.